Event description:
Procedure: laparoscopically assisted vaginal hysterectomy. Reportedly, poor vessel sealing was noted with the device during the procedure: as a result, the patient required a re-operation 10 days post-operatively.